Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was dented (affecting keyboard fit), the upper and lower cases were broken, both bail covers were broken, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found that the device battery removal test failure was due to a capacitor component failure.

Event description:
It was reported the device powers down as soon as the 9 volt battery is removed during battery changes. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.